Event description:
Dealer states left hand brake that allows the free wheel push option on the chair was broken off. Dealer also states he believes something may have happen to the wheelchair to cause the damage, but the end user states that no incident occurred.